Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported no cutting action of the probe during a surgery. The condition of aspiration was unknown. There is no report of any patient harm.

Event description:
Additional information received from company representative who stated that the surgery was vitrectomy. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened sample was received, with tip protector, in a tray with other items. However, the reported lot number was expired when the sample was received at the manufacturing sit. Therefore, no product evaluation was performed due to the reported functional issue. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was returned and the device history record review of the lot number obtained from the device¿s rfid tag indicated the product was processed and released according to the product¿s acceptable criteria. However, when the sample was received at the manufacturing site it was determined that the device was beyond its expiry date; therefore, a root cause was unable to be determined. No specific action with regard to this complaint was taken by the manufacturing site because the complaint sample exceeded its expiration date when the sample was received at the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).